Manufacturer narrative:
H6: component code 515 added . H6: investigation conclusion code 4315 added.

Manufacturer narrative:
As the medical device remains implanted, return not possible. (B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. The device either functioned as intended or a problem was not found. The adverse event occurred during the procedure and the device had no influence on event.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk ipsilateral leg endoprosthesis was implanted below the renal arteries. After ibe endoprostheses were implanted in the right side of the patient, a wire cannulation difficulty into the contralateral gate was occurred. The cannulation difficulty was resolved by the device repositioning. After completing the bridging of the contralateral side/right side, the contralateral leg was landed on the left common iliac artery. At the final angiography, type ii endoleak was detected but it was decided to be monitored. On an unknown date, at a follow up examination, aneurysm enlargement was confirmed. A type ii endoleak and distal type I endoleak from the left side of the patient were suspected . On (B)(6) 2021, reintervention was performed. As a treatment for type ii endoleak, coil embolization was performed toward the entrance of the median sacral artery. As a treatment for distal type I endoleak, the left internal iliac artery was coil embolized and additional stent graft was implanted into the left external iliac artery. A minor leak was detected but the physician decided to monitor the patient. It was reported that the landing on the left distal side was insufficient at the index procedure.